Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The sensing vector at the time of the shocks was set to the primary sensing vector. Also, the shock impedance was as high as 118 ohms for one of the shocks. Technical services reviewed the electrograms and discussed them with the caller. The local representative reprogrammed the sensing vector to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.